Event description:
Additional information was received that approximately five months later the patient died. There were no allegations that he device caused or contributed to the patient's death. Further details were obtained that the device's tachy therapy had been intentionally programmed off as the patient was on hospice and had a dnr status. At this time, there is no information that the device will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that red alert was detected on remote monitoring system website for the patient. The implantable cardioverter defibrillator (ICD) had the ventricular tachycardia (vt) mode set to a value other than monitor plus therapy. Additional information tried to obtain, however it was unsuccessful. The device remains in service. No adverse patient effects were reported.